Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 303 analytical unit. The sample initially resulted in a glucose value of 22.6 mg/dl. A fingerstick sample of the patient was tested using an unknown method and the glucose result from this was normal, so then the customer decided to repeat the complained sample. The sample was repeated, resulting in a glucose value of 70.5 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2025. Quality controls were acceptable. There was no indication of a reagent performance issue. A review of the instrument alarm trace showed a lot of customer maintenance related alarms. The field service engineer decontaminated the system. The main water pressure was adjusted. The sample mechanism was found to be mis-adjusted, so it was re-adjusted. The sample syringe seals were replaced. Rinse levels were adjusted to specification. A photometer check and mechanical checks were performed. Precision studies and controls were run. The investigation determined the service actions resolved the issue.